Manufacturer narrative:
(B)(4). One (1) sample was provided for examination. The catheter, the tunneler and the peel-away introducer were dimensionally verified and were found to be within specifications. No material occlusion is shown on the sample. A thorough inspection of all the above mentioned components did not identify any quality issues that may have contributed to the reported condition. A review of complaint data did not identify any trend with this or similar failure modes. The new shorter sheath has the same materials, ID and od as the old design. It should be noted that all the peel-away introducer sheaths on the market are designed for vascular access and are not ideal for pleural introduction. A review of the device history (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause for the reported condition was identified as customer dissatisfaction of the pleural catheter kit. The investigation noted the new shorter introducer design was used in the procedure that derived this complaint. A corrective action plan is not required since the event has been reported by the customer as dissatisfaction. The shorter introducer design was the result of clinician preference feedback. Appropriate feedback will be recommended to carefusion's account representative. Professional feedback may include, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to best placement location and using the proper image devices for adequate imaging guidance when using this device. Also, this complaint will be tracked for monitoring purposes regarding insertion-related issues.

Event description:
It was reported that the physician had an issue getting the catheter through the new introducers. Patient ended up developing a tension pneumothorax and needed an emergent chest tube. The customer (dr. (B)(6)) indicated to writer that the catheter would not feed through the peel-away dilator and even though he tried to lubricate it, it would not advance. The patient then developed a tension pneumothorax and a chest tube was placed instead. The physician noted that the patient then recovered from the event immediately but is in the hospital for observation.